Manufacturer narrative:
Evaluation: smiths medical is unable to fully investigate this event as the user facility did not keep the sample involved for investigation. A review of our complaints database revealed no other reports on this device lot number. A review of our inventory shows none of this lot remaining in stock for investigation. Investigation consisted of reviewing manufacturing records and inspection/evaluating product in process. A further review of complaints, for this calendar year, showed only one other report of air in line and that was unconfirmed with the returned sample. A review of the instructions for use supplied with the warming set and the operators manual supplied with the fluid warmer reveals a warning that states: "all air must be removed from the intravenous fluid line before connecting to the pt. Failure to do so may result in introduction of air to the pt. Monitor intravenous fluid line to make sure it is air-free." This report has been logged for trending.